Event description:
It was reported that prior to a surgical procedure at the user facility foreign material was found in the sterile packaging of the product. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a surgical procedure at the user facility foreign material was found in the sterile packaging of the product. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported foreign material in the sterile packaging was confirmed by a manufacturer service technician through visual inspection. The reported event can be caused by a manufacturing issue. The device was destructively tested and was not returned to the user facility.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.